Event description:
On (B)(6) 2020, the patient was seen by their physician after they reported their remote control had a red light. The physician was able to reprogram the system, clear the error, and restart the patient's stimulation. It was discovered that this was the second time this issue had occurred. The first time the issue occurred, the patient was seen in the clinic and had their system reprogrammed by the physician in order to restart the stimulation. The patient had also had several falls since their implant date of (B)(6) 2020. Based on all these issues, the physician scheduled the patient for a lead revision surgery on (B)(6) 2020. Prior to the surgery, high impedances were observed on electrodes 1 and 3. After the surgery was completed, all impedances were good and programming went well. Patient was doing well and has had no issues with the red light on the remote control.